Manufacturer narrative:
One (B)(4) twinfix¿ ti 3.5mm suture anchor with two 38" ultrabraid sutures (#2) returned. The complaint indicated that during an elbow joint surgery, while implanting the anchor, the anchor was broken then removed. This device is in like new condition with the exception that its components have been separated from their original places. All pieces are present; device, anchor, ultrabraid blue/white and white sutures. There is evidence of attempted use via surgical matter attached, but otherwise there is no obvious damage. The inserter shaft is straight. The titanium anchor is complete with no chips, gouges or scratches. No complaint root cause associated with the manufacture of this device could be supported. No further investigation required.

Manufacturer narrative:
Initial reporter zip code (B)(6). Device investigation narrative - one 72200752 twinfix¿ ti 3.5mm suture anchor with two 38" ultrabraid sutures (#2) returned. The complaint indicated that during an elbow joint surgery, while implanting the anchor, the anchor was broken then removed. This device is in like new condition with the exception that its components have been separated from their original places. All pieces are present; device, anchor, ultrabraid blue/white and white sutures. There is evidence of attempted use via surgical matter attached, but otherwise there is no obvious damage. The inserter shaft is straight. The titanium anchor is complete with no chips, gouges or scratches. No complaint root cause associated with the manufacture of this device could be supported. No further investigation required. (B)(4)

Event description:
It was reported that during implantation the suture anchor broke. All pieces of the anchor were removed and a backup device was available to complete the procedure. There was a reported delay of 10 minutes with no patient impact.